Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the pneumatic module assembly due to blood found in the system. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has auto fill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.